Manufacturer narrative:
H10: h3, h6: part of the reported devices were received for evaluation. A visual inspection revealed that they are not in their original packaging. The insertion devices were returned pret1 setting with no suture or implants returned. There is biological debris on the devices. A functional evaluation was performed on the returned devices and found they cycle as designed. A complaint history review found similar reported events. A review of the material specifications found that a material certification of analysis is required with each lot. The root cause for the broken suture could not be determined since the reported malfunction could not be duplicated during the investigation. Please refer to the instructions for use for precautions and warnings related to the use of the device. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The investigation did not identify a definitive root cause. However, probable causes for the reported failure in this event could include: (1) the application of unintended, inappropriate, or excessive force during device use, (2) user failure to fully actuate the device during the implantation process, and (3) tolerance variability in the bending process between the needle and actuator, which could have potentially caused the actuator to become stuck or slide below the implant, preventing it from properly picking up the implant for deployment. The manufacturing process was reviewed, and a process enhancement was implemented to reduce the variability in the bending process of the actuator and needle, thereby reducing the risk of a stuck actuator within the needle. Although this potential cause has been addressed, the investigation could not conclusively determine this as a definitive root cause. The risk management review confirmed that the reported failure is appropriately documented. The overall risk level is considered adequate. Therefore, no additional actions are deemed necessary at this time.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during an arthroscopy, once the second peek of two fast fix 360 was about to be passed, the device was activated but did not descend, the plastic part passed over the needle and did not descend the peek and ended up cutting the suture. The patient's health was not affected. The procedure was successfully completed with a delay of less than 30 minutes using a smith and nephew back up device. No further complications were reported. Patient is stable.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during an arthroscopy, once the second peek of two fast fix 360 was about to be passed, the device was activated but did not descend, the plastic part passed over the needle and did not descend the peek and ended up cutting the suture. The patient's health was not affected. T1 was removed using arthroscopic support forceps. The procedure was successfully completed with a delay of less than 30 minutes using a smith and nephew back up device. No further complications were reported. Patient is stable.